Event description:
Date of event has been entered as the same as published date 07-apr-2022 since date of data collection was not provided. It was reported through the research article "technical and mechanical problems and failures of heartmate ii versus heartmate 3: the rotterdam experience" that heartmate 3 (hm3) may be associated with device malfunction, thrombosis, death. This retrospective study evaluated 101 hm3 patients. During follow up, a total of 24 mechanical device failures (mdfs) occurred, with 8% of these mdfs occurring in hm3 patients. Two patients were noted to have suddenly died. The main mdf seen in hm3 patients was an occluded outflow graft, occurring in 3 patients. Another mdf noted was at-home system controller exchange performed by 3 patients. 46 patients experienced technical problems not resulting in an mdf. Results overall showed a significant decrease in mdfs in patients with hm3. Related system controller MFR #: 2916596-2022-11470. Related death MFR #: 2916596-2022-11465.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Author information: van der heiden, c., veen, k., constantinescu, a., manintveld, o., brugts, j., bekkers, j., birim, o., bogers, a., & caliskan, k. (2022). Technical and mechanical problems and failures of heartmate ii versus heartmate 3: the rotterdam experience. The journal of heart and lung transplantation, 41(4), s467. Https://doi.org/10.1016/j.healun.2022.01.1179 cardiology, erasmus mc, rotterdam, netherlands; and the cardiothoracic surgery, erasmus mc, rotterdam, netherlands no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas and the reported outflow graft obstructions could not be determined through this evaluation. The heartmate 3 lvas instructions for use IFU (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. This IFU lists adverse events that may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.